Event description:
On (B)(6) 2012, pt reported the infusion device shut-down without providing an alert or error message. His blood glucose was 300 mg/dl at 8:00 p.m., and his normal range is 100-110 mg/dl. He looked at the infusion device, and he noticed it was not on and the display was blank. He immediately switched to his backup infusion device using the same battery and delivered a bolus to treat his hyperglycemia. He felt better and his blood glucose decreased to 120 mg/dl. The infusion device displayed an a2 battery low alert around (B)(6) 2012. He inserted a new battery and the infusion device functioned properly until the time of the event. He inserted a new battery and a new battery cover during the troubleshooting call, but the infusion device would not power on. The infusion device was not dropped. The infusion device, battery, and battery cover were replaced and requested for eval. He did not required treatment from a health care professional or second party to address the issue.